Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 30 mm diameter thoracic aortic aneurysm. It was reported that the patient presented with back pain. A CT scan revealed a type iii separation endoleak which resulted in aneurysm sac enlargement from 3.0 cm to 7.5 cm in diameter over four months. An angiogram done during the secondary intervention confirmed the type iii separation endoleak and also revealed a type ia endoleak. The physician implanted an aortic cuff from another manufacturer for the type ia endoleak; the physician implanted a valiant stent graft to bridge the two previously implanted stent grafts. Final angiogram showed no evidence of endoleak. Per the physician, the cause of type ia endoleak leading to aneurysm enlargement was due to patient anatomy, proximal aortic neck dilatation; the cause of type iii separation endoleak was possibly due to aneurysm enlargement and morphology change. No additional clinical sequelae were reported and the patient is fine.